Event description:
It was reported that the device was explanted after an implant duration of 59 months due to unknown reason. No further details were provided. Info learned from implant pt registry.

Manufacturer narrative:
Device not returned.